Event description:
It was reported that the user believed they had run out of sensors and asked whether the pump would continue dosing; they were informed that dosing would continue with manual bg entries every four hours, and later it was clarified that the user had libre 3 plus sensors on hand and was guided to start a new sensor, which entered warm-up without issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, collection and analysis of information provided by the user, and review for procedural or usage issues. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.